Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928u1ues4cza1. Hardware: sm-s928u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the patient had an issue with their dexcom g7 sensor not connecting to the omnipod 5 app and this caused them to go to the hospital on (B)(6) 2026. The patient¿s symptoms included nausea and vomiting. The reporter stated the patient has a history of gastroparesis. The patient was diagnosed with diabetic ketoacidosis; however, they could not confirm the patient¿s blood glucose levels at the time of the event. The patient was treated with an insulin drip which they removed on (B)(6) 2026 and had a liquid diet which was stopped given their history of gastroparesis. The patient was hospitalized for 5 days. The patient has switched to the freestyle libre 2+ and stated everything is working fine.